Manufacturer narrative:
Investigation included user education and troubleshooting guidance to charge the device and perform a rewind to retract and release the cartridge. Investigation of this case revealed that the event involved a mechanical issue with the cartridge connector and difficulty removing the cartridge, with no device alarms reported. It was concluded that this was a device component issue related to the cartridge connector with user-assisted resolution steps provided.

Event description:
It was reported that the cartridge connector broke at the point where the adaptor enters the ilet cartridge, after which the cartridge became stuck and the user was unable to remove it until attempting a rewind as advised. Symptoms included none reported. Outcomes included no reported impact to health or therapy.